Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge alarms (alarm 06 and alarm 24) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose was approximately 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.